Event description:
The customer reported the camera head was defective. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing of the subject device, there was no image from the camera head due to a broken cable. In addition, service found the cable was leaking. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction in d5 and the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a damaged cable. The specific root cause of the damaged cable could not be determined at this time. Olympus will continue to monitor field performance for this device.